Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) /2021, the patient¿s cgm displayed 75 mg/dl with an arrow pointing down while she was sleeping. The parent woke the patient to check her bg which was 45 mg/dl and while the parent was getting her something to eat, the patient experienced a seizure. The paramedics were called and transported the patient to the emergency department (ed). The length of the seizure was not provided. The patient was nauseated, and treated with food in the ed. Her omnipod was turned off until her glucose levels stabilized. The patient was released and monitored at home. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient and event information is available.